Event description:
It was reported that 8 packages of bd insulin syringes with the bd ultra-fine¿ needle had difficult plunger movement. The following information was provided by the initial reporter, translated from portuguese: "patient contacted informing that he received a box with several packages of syringes from bd (complaint replacement) he informed that in a package of 5 syringes, they were hard with difficulty pulling the plunger and another package of 3 syringes had the same problem, all from the same batch... In what situation was the deviation identified? During handling. Was there any damage to health? No"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 8 packages of bd insulin syringes with the bd ultra-fine¿ needle had difficult plunger movement. The following information was provided by the initial reporter, translated from portuguese: "patient contacted informing that he received a box with several packages of syringes from bd (complaint replacement) he informed that in a package of 5 syringes, they were hard with difficulty pulling the plunger and another package of 3 syringes had the same problem, all from the same batch... In what situation was the deviation identified? During handling. Was there any damage to health? No".

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0083432. All inspections and challenges were performed per the applicable operations qc specification. H3 other text : see h10.